Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer changed cartridge and continued to use the pump to address the bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.